Event description:
It was reported that a malfunction alarm occurred. It was also reported that the pump touch screen was unresponsive. Customer's blood glucose level was 510 mg/dl. Customer addressed bg level via correction injection. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.